Manufacturer narrative:
H11: one device was received for evaluation; the other device was not received and therefore, could not be evaluated. A visual inspection with the naked eye noted a separation between the female connector and the main body of the twist clamp. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The female connector was connected and disconnected by hand using the returned adapter with no issues.the reported condition of connection issue with female connector was not verified, however, the condition of separation between the female connector and main body was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and female connector of two (2) minicap transfer sets. The patient was unable to disconnect the transfer set from the cycler cassette. This occurred after peritoneal dialysis therapy. The patient clamped proximal to the twist clamp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.